Manufacturer narrative:
The company service rep observed that the tidal volume varied between 600 ml and 880 ml when it was set for 600 ml, and a "high airway pressure" alarm was displayed. He replaced the pressure reducer valve, the drive gas assembly, and the apl valve. The system was tested to factory specs. It functioned normally and was returned to use.

Event description:
The customer reported that while the as3000 anesthesia system was in use in cmv mode during a procedure, the monitor delivered tidal volumes that were 1000 ml above the set volume. Pcv mode was operating correctly. The unit was replaced. No pt injury was reported.